Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The green safety button presented problems and it was not possible to fire the stapler. The surgeon was able to press the button and squeeze the handle, but the stapler did not fire. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury.